Event description:
The facility's biomedical engineer reported an infusion pump with no audible downstream occlusion alarm found during pt use. The customer reported the medication was morphine with a prescription of 1.0mg/ml, pca dose 1.0mg dose 6.0 min delay, basal rate 9.9ml/hr and 19.9ml/hr total vol. Infused. The pump was replaced with another pump with the same set that immediately alarmed occlusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.